Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tip of the obturator was broken. The distal end of the trocar was damaged. Functional testing was precluded due to the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy the surgeon felt something wrong with the trocar tip when approaching the trocar to an incision of the patient's cavity before inserting it. He found that a part of inner sleeves tip has been broken. The material have not found yet. Dr. Stated that there was practically impossible it fell into the abdominal cavity because the device was not reached into there at this point. Its size was about 7mm. He did not know when it had been broken. Opened another to perform the procedure. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding. No further incident. The last known patient status: good. There was no adverse event.